Event description:
The device was used during a sigmoid resection procedure. Reportedly, the suture broke. The surgeon used another suture to complete.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA. The reported condition was confirmed however, the exact cause could not be reliably determined.